Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 1.2 failed repeatedly, required maintenance and drawer with narcotics was not detected on bus. A field service engineer discovered there were multiple bad cubies, assisted with replacing the cubies well and deleted the old ones. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer 1.2 failed repeatedly, required maintenance, drawer with narcotics was not detected on bus, started recovery, popped all cubies and re-inserted them but issue persisted. Nurse reported that this is the 4th time this week that same drawer keeps failing the hardware. They have had to recover the exact same narcotic medications every single time by two different nurses. There were no adverse events or injuries reported based on this incident.